Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported, during a navio assisted ukr surgery, the navio bone screw driver was found to be faulty. The internal thread of the pin driver was not fixed, so the pins were held in the pin driver but would not spin. The procedure was completed, with a non-significant delay, using another pin driver. Patient was not harmed due to the problem reported.

Manufacturer narrative:
Results of investigation: the navio bone screw driver (UK), pfsr110164 used for treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. Although the reported problem was not confirmed, factors that may have contributed to the reported symptom may have been associated with a mechanical component failure and breakdown/defect of the weld. The provided product identification information did not match any known release of this part and thus a manufacturing record review could not be conducted. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.